Event description:
It was reported that post-operatively, the patient experienced chest discomfort, syncope and symptomatic bradycardia. There had been a progressive rise in the right ventricular (rv) lead thresholds. The lead had intermittent capture at maximum outputs. The lead explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.